Event description:
It was reported that the battery test failed during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue reported that battery failed with a runtime of _75_ minutes. Minimum runtime spec is _135 minutes. The stm replaced the batteries and the issue was resolved. Subsequently, the pm was completed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that battery test failed during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.